Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds since implant. The lv lead was capped and replaced. It was further reported that the right ventricular (rv) lead was undersensing r-waves. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead, (B)(6) 2009; 4076 implantable pacing lead, (B)(6) 2009. (B)(4).